Event description:
Doctor did a single pass with the dermatome and identified that the width and depth of the cut were not as set by the dermatome. Tried again and the same thing occurred. Tried another blade and a slightly smaller guard, still not harvesting as the dermatome was set.